Event description:
Customer reported some images are not being saved. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. System operates as intended.